Event description:
My symptoms began with severe joint pain and inflammation. After tests performed by my doctor, I had zero answers. There was no sign of arthritis, lupus, or anything. Since then, I have developed pulsatile tinnitus, night sweats, the feeling of something constantly in my throat, extreme sensitivity to sound, vertigo, limb numbness and tingling, daily fatigue, leg twitching, heart palpitations, yellow sclera, breast rashes, hives, memory loss, brain fog, breast pain, and constant urination. I live a healthy lifestyle. I do not smoke, do not do drugs, eat a vegetarian diet, exercise as much as my symptoms will allow, and I am only (B)(6) years old. I got my mcghan 68 saline breast implants (B)(6) 2005. FDA safety report ID# (B)(4).